Manufacturer narrative:
The subject disposable kit has been retained by the customer and will not be returned to bayer for evaluation. Bayer radiology product analysis reviewed the information and photographs that were provided. Visual examination confirmed the presence of a black hair-like particulate, which appeared to be suspended in the fluid filled syringe. Our investigation determined that the particulate was most likely introduced during the manufacturing process. A 12 month review of complaint history determined the complaint rate to be (B)(4) complaints per million (cpm).

Event description:
The site reported the following: after filling the CT disposable syringe with saline, the technologist noticed a thin, hair-like foreign body within the syringe barrel. The customer elected not to use the syringe. No injury or adverse event was reported.